Manufacturer narrative:
Implant date/explant date: if implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Device evaluation: the product was returned to the manufacturing site. Only half of the lens returned and it was observed with residues of viscoelastic. The condition observed is consistent with a lens that has been explanted. No foreign material ¿ embedded as spot was observed. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was removed and replaced with a back up lens because the surgeon noticed a spot on the iol upon insertion. The incision was enlarged. Patient is reported doing fine post exchange. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.